Manufacturer narrative:
The insulin pump was unable to prime during three prime tests due to faulty force sensor system. No motor error alarm noted. The motor passed motor test. No compromised force sensor system alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 93 mg/dl. The customer stated that she changed out the infusion set and went through the priming process and received motor error alarm and compromised force sensor system. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.